Event description:
The following was information was provided to davol by the patient's attorney: on (B)(6) 2004 - implant of a bard kugel hernia patch. On (B)(6) 2012 - patient had exploratory surgery and the mesh was removed. Attorney alleges abdominal pain, injury, additional surgery, infection, fractured ring, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney alleges that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Product identifiers were provided and a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.